Manufacturer narrative:
On 2-sep-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool smarttouch sf and the patient experienced pericardial effusion treated with pericardiocentesis. During the idvt case, the physician completed an ablation and a forty ohms impedance jump was observed on the carto® 3 system, and the physician reported hearing a steam pop. They re-introduced the soundstar ice catheter and began monitoring. A pericardial effusion was discovered. The effusion was monitored for about 30 mins and reached 15mm before there was no more change. Another physician was called for assessment and after coming in, they used a transesophageal echocardiography (tee) probe to confirm. The physicians decided to tap the effusion and a pericardiocentesis was completed. The patient is reported to be in stable condition. Additional information was received indicating the physician¿s opinion on the cause of the adverse event was that it was caused by steam pop during the first lesion 52 seconds from start of the ablation. The outcome of the adverse event was reported as fully recovered (no residual effects). The patient did not require extended hospitalization. The energy source used when the adverse event occurred was radiofrequency (rf). No smartablate generator or smartablate pump malfunction was reported. The procedural activated clotting time (act) was 350. No transseptal puncture was performed during the procedure. The number of performed ablation was 1. No ablations were performed within the pulmonary veins, and one ablation was performed outside the pulmonary veins. The noted impedance was 35 watts and temperature was unknown. No errors reported by the biosense webster systems.

Manufacturer narrative:
A patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool smarttouch sf and the patient experienced pericardial effusion treated with pericardiocentesis. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. Irrigation, temperature and impedance tests were performed, and no issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The steam pop issue reported could not be replicated; therefore, it was not confirmed. No malfunction was observed during the product analysis. The potential cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).